Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing performed. Could confirm customer complaint of "cassette not attached properly¿. High alarm silenced: "cassette not attached properly" sounded when attaching a cassette to the device. Replaced the dso (downstream occlusion) and uso (upstream occlusion) sensors. Calibrated dso. Software is at the most current version. Performed pvt (product verification testing). Unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached properly" error. There was no patient involvement, and no patient harm/adverse event reported.